Manufacturer narrative:
Upon further investigation, it was determined that there was no issue with the pfj milling burr. The reported event is for pfj handpiece malfunction. The initial report was submitted in error and should be voided.

Event description:
Upon further investigation, it was determined that there was no issue with the pfj milling burr. The reported event is for pfj handpiece malfunction. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown brasseler pfj hand piece. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a hand piece would not spin the burr. There is no additional information available.